Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 53mm diameter and 102mm in length abdominal aortic aneurysm. The proximal neck was 17 mm in diameter and 15 mm in length. The left common iliac artery was 10 mm in diameter and the right common iliac artery was 10 mm in diameter. The right external iliac artery measured 6 mm in diameter and the left external iliac artery measured 6 mm in diameter. The right internal iliac artery measured 8 mm in diameter and the left internal iliac artery measured 9.5 mm in diameter. Neck angulation was 50 degrees. It was reported that the aneurysm was gourd shape, it was reported that an 23x23x70 has implanted firstly under the renal artery. The physician tried not to have too much overlap with the bifurcated stent graft and cuff due to the small proximal aorta. The flow divider was positioned at the narrow portion of the aorta, which made cannulation difficult. The ipsilateral side had been deployed and the contralateral side was completed with an excluder stent graft and on the flow divider of the ipsilateral side 9mm bare stent was also implanted. On the final angiogram it was noted that there was a possible type ia from the cuff and a type iii endoleak, junctional from the bifurcated stent graft. An excluder cuff was implanted proximally in attempt to treat the type I endoleak. The leak was reduced; however, the type iii between cuff and main body is remained. It is possible that the type iii endoleak is a type IV as it is near the flow divider. Further intervention is dangerous for the patient, the procedure was been completed. The patient wanted to get home as soon as possible so they could smoke so they left the hospital 3 days after evar. No additional clinical sequelae were reported. The physician commented that it was a difficult case. It was unsuspected that flowdivider comes on the narrow part of gourd shaped aneurysm.

Manufacturer narrative:
(B)(4). Results: endoleak. Small diameter neck and gourd shaped (bi-lobal) aneurysm. Conclusions: small diameter neck and gourd shaped (bi-lobal) aneurysm. Endoleak.